Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion - breakage'), device dislocation ('migration') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems - urinary probs"), fatigue ("fatigue,"), alopecia ("hair loss"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, dyspareunia, abdominal pain, back pain, metrorrhagia, urinary tract disorder, fatigue, alopecia, nausea and migraine outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date: on (B)(6) 2017 and explant date: on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 165.1 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received- new event abnormal bleeding (vaginal) and migraines / headaches were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion - breakage'), device dislocation ('migration') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems - urinary probs"), fatigue ("fatigue,"), alopecia ("hair loss"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, dyspareunia, abdominal pain, back pain, metrorrhagia, urinary tract disorder, fatigue, alopecia, nausea and migraine outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 2017 and explant date- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 165.1 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion - breakage'), device dislocation ('migration') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems - urinary probs"), fatigue ("fatigue,"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract disorder, fatigue, alopecia and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion - breakage'), device dislocation ('migration') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems - urinary probs"), fatigue ("fatigue,"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract disorder, fatigue, alopecia and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated to dyspareunia (painful sexual intercourse). Events ; breakage/ expulsion - breakage, migration, perforation - fallopian tubes, pelvic/ abdominal, back, chronic, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder/urinary problems - urinary probs,fatigue, hair loss, nausea,essure confirmation test(s) conducted, specify no were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.